Event description:
It was reported events where infusion ran "slower than intended,"extending the intended duration by 15-30 minutes. This was reported to bd representative during site visit. There was patient involvement but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.